Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 40¿s mg/dl. Troubleshoot was performed. Customer current blood glucose is 183 mg/dl. Customer states the most recent set change was: (B)(6) 2017 morning. The concentration is correct based on healthcare guidance. Customer reported insulin was not worn during a medical procedure and test around magnetic resonance imaging. Customer was suggested to call healthcare to discuss possible causes of low blood glucose reading. Insulin pump will not return for analysis.